Manufacturer narrative:
.

Event description:
It was reported that the patient reports that vns gave him headaches when it was turned on. He also reports that vns caused him difficulty eating. It was noted to have been turned off on and he feels a lot better. The patient requested to have the vns removed and the physician tried to convince him not to have it removed based on risk factors of increase in seizures, etc but he insisted. Patient complaints of pain and tingling at the vns site. Pain is reported to only occur while he is working and he is requesting the vns be removed due to this. It was noted that the vns has been off since one month post surgery and seizures have been controlled with medication. The physician did try to explain to the patient that the vns is most likely not causing his discomfort. The surgeon discussed removal of vns with the following md who noted that it is okay if it is the patient¿s choice. No additional relevant information has been received to date. No known surgery has occurred to date.

Event description:
Information was received that the referral for explant is for patient comfort only. It was noted that the painful stimulation, difficulty eating and pain and tingling were all patient reported. No additional relevant information has been received to date.